Event description:
Reported overinfusion of unknown medication. Pt was transferred to ICU, given narcan and recovered. No adverse outcome reported. Attempted to obtain add'l info relating to medication involved, specific pt info, pump programming or amount of overinfusion but no add'l info available.